Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device was replaced due to a broken electrode.

Event description:
It was reported that the device was replaced due to a broken conductor link.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the cause for explantation is a technical failure i.e. Breakage of the conductive link. However, to determine an exact root cause device investigation at the explanted device would be necessary. The explanted device was not received for investigation yet.